Event description:
It was reported that this pacemaker system exhibited undersensing on the atrial channel. Boston scientific technical services (ts) was consulted and noted 3 recent sudden brady response (sbr) episodes. Low amplitude was also observed on this right atrial (ra) lead. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.